Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had double press buttons to get them respond. Customer's blood glucose level was unknown. Customer reports gear winding slower than before during priming process. Customer declined troubleshooting. The insulin pump will not be returned for analysis.